Event description:
(B)(4). Yes my insurance covered the cost of placement and my health issues are back and pelivic pain ,pain after intercourse,spotting til ultimately becoming full menopausal, vitamin d deficiency,degenerative disc,arthritis of the shoulders,hips and knees,anxiety,depression,leg and back pain and pain while sitting standing and laying down, numbness of arms and legs , hair loss ,autoimmune diseases, chronic achey pain all over body , skin rashes and boils , sciatica,bursitis on hips and arthritis on shoulders,hips and knees and pelvic bone ,brainfog,